Event description:
It was reported that during preparation for an unspecified procedure, guide wire breakage occurred. The intended lesion location was not specified. It was noted during preparation that the guide wire had "snapped in half." Another of the same device was used to complete the procedure. There was no pt contact.